Manufacturer narrative:
The returned device consisted of a 14f isleeve introducer sheath with the dilator completely pushed into/through the sheath, and out of the sheath tip. Device analysis of the dilator, tip, sheath and hub/valve was completed with microscopic and visual inspection. Two of the three seams were expanded. Inspection found one of the three seams was expanded from the tip to approximately 20.5cm. The second seam was expanded from the tip to 17.3cm. Both seams were expanded as expected with device usage during a procedure. Part of the sheath tip was torn, but still attached to the remainder of the device. The reported tip damage was confirmed. Boston scientific has assigned an investigation conclusion code of adverse event related to procedure. The seam split/expanding is the anticipated opening of the 14f isleeve introducer sheath seams, to increase the inner diameter of the device to allow other devices to pass through safely. The two expanded seams on the 14f isleeve introducer sheath are expected with normal use of the device. The tip damage is consistent with use during a transcatheter aortic valve implantation (tavi) procedure.

Event description:
It was reported that sheath tip damage occurred. The patient was selected for a transcatheter aortic valve implantation (tavi) procedure due to aortic stenosis. During the tavi procedure, an isleeve introducer sheath was used inserted and used successfully. The patient vasculature was mildly tortuous. Upon removal of the isleeve introducer sheath after the tavi procedure was completed, damage to the tip was observed. A piece of the tip was torn, but still attached. There were no patient complications reported.

Event description:
It was reported that sheath tip damage occurred. The patient with mild tortuosity was selected for a transcatheter aortic valve implantation (tavi) procedure due to aortic stenosis. During the tavi procedure, an isleeve introducer sheath was used successfully. Upon removal of the isleeve introducer sheath after the tavi procedure, damage to the tip was observed. A piece of the tip was torn, but still attached. There were no patient complications reported.